Event description:
Pt was found bent over a counter (pt could not see, hear, or speak). Pt was given drink and food, then treated by emergency medical tech's who gave the pt a glucose injection and some food. Following treatment by the emergency medical tech's, the pt's blood glucose was 40mg/dl.